Event description:
It was reported that about three weeks after a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient experienced pericardial effusion and cardiac tamponade. The initial procedure was completed successfully with no issues. Pericardiocentesis was performed to resolve the complication. The patient was hospitalized but is expected to fully recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.